Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2016-05160. It was reported the patient (B)(6) experienced loss of therapy as the patient was unable to increase amplitude. System diagnostics revealed unstable high impedances. Reprogramming was tried to no avail as the positional stimulation occurred. Consequently, the patient underwent surgical intervention on (B)(6) 2016 wherein the leads were explanted and replaced with another model which resolved the issue.

Manufacturer narrative:
(Corrected data): age/date of birth and sex was inadvertently omitted from the initial report. This report consist of missing information. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR. Report# 1627487-2016-05160.